Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/2/98).

Event description:
The iab was inserted into the pt on 3/23/98. On 3/24/98, the iab leaked and the iab was removed. No second iab was inserted into the pt. On 5/12/98, the following was reported to datascope: the nurse noted a loss of augmentation during iabp. The pump alarm did not sound. Flecks of blood were then noted in the catheter tubing. Pumping was stopped and the catheter was clamped. There was no pt injury or complication as a result of the event. The pt was recovering from bypass surgery. [Event complications]: none from the event-reported 3/27/98 and 5/12/98. [Pt's current status]: recovering-rpt'd 5/12/98.